Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07149. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). Therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07149. It was reported the patient has lost stimulation/coverage. X-rays and an impedance check revealed no anomalies. The patient will undergo surgical intervention on a later date to address the issue.